Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor also, with high stop current and unexpected low battery alarm due to open lcd driver on the lcd board. No unexpected battery out limit or failed battery test alarm noted. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. Unable to perform, occlusion test and excessive no delivery tests due to prime anomaly. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he recently went to the emergency room due to a blood glucose level of 749 mg/dl. The customer stated that he treated with the insulin pump, but his blood glucose level did not come down. The customer stated that he was treated and released. During the call, the customer also reported that the insulin pump's battery life was only one to two days long. The customer also reported that the insulin pump had numbers scrolling on the screen, but would not deliver during a bolus attempt. Customer reported that he could see that the piston was not moving. The customer also reported that the insulin pump had a battery out limit and a failed battery test. Blood glucose level at the time of the incident was 127 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.